Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 600+ mg/dl. Customer had symptoms such as nausea and vomiting. Customer was hospitalized for diabetic ketoacidosis and high readings. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the drive support cap appeared normal. Customer was assisted with high pressure test and it passed. The insulin pump was not returned for analysis.